Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint and found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed on the clevis. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a tenaculum forceps instrument was identified to have a derailed cable. A new instrument was used and the planned surgical procedure was completed with no patient harm, adverse outcome or injury reported. There were no reports of any fragment(s) falling inside the patient.